Event description:
Customer reported the v series monitor shut down, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Correction included replacement of the unit's connection pin board.